Manufacturer narrative:
Device powered up properly after battery installation and passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected pump error 4, 49, or 68 alarms noted during testing or could be found in the downloaded history files.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and blank display. The customer stated they were able to clear the alarm, but did not received request the rewind process. The fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.